Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status, verified shipping address, provided instructions for placing pump into storage mode, and instructed customer to return problematic pump within 10 days using provided return box and label; customer acknowledged all instructions, and replacement pump was sent with guidance to reprogram pump settings and reconnect continuous glucose monitor.